Event description:
A low reading issue with the Abbott Diabetes Care (ADC) device was reported. The customer received an unspecified lower scan result on the ADC device compared to an unspecified reading obtained on the healthcare professional (HCP) meter. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dL per minute). The customer experienced unspecified symptoms and was unable to self-treat. The customer further reported receiving third-party treatment however, details of the treatment were not provided. There was no report of death or permanent impairment associated with this event.Reportedly, a glucose reading by ADC device sensor scan of 52 mg/dL was compared to a blood glucose test performed on the HCP meter with a result of 275 mg/dL, which when the provided results were plotted on a Parkes Error Grid, fell into the "C" zone showing the difference in values to be clinically significant. The length of ADC device was 4 days. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The Date of event is unknown. The date entered in section B3 is the date Abbott Diabetes Care became aware of the event.All pertinent information available to Abbott Diabetes Care has been submitted.